Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
(B)(4) pudenz flushing valve 16mm with asd with integral connectors, low pressure during pre implantation testing they were found to be "too high" (no details on how high). There was no pt contact or injury involved with this complaint. Surgery was delayed 15-20 minutes until another flushing valve could be prepared. Add'l clinical info has been requested.